Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the thermocool® smart touch¿ electrophysiology catheter could not deflect to specification. A second catheter was used to complete the procedure. There were no patient consequences. This reported issue was assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the device for evaluation and discovered on august 3, 2018 that there was a sharp electrode metal protruding from ring 1 at approximately 0.5 cm from the distal tip. There was also white material stuck on the protrusion. The sharp electrode metal protruding from the ring and the foreign material were assessed as reportable issues. The awareness date is august 3, 2018.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the thermocool® smart touch¿ electrophysiology catheter could not deflect to specification. A second catheter was used to complete the procedure. There were no patient consequences. The device was visually inspected and sharp electrode metal protruding from ring 1 on the tip was observed, in addition white material was found stuck on protrusion. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that white particle is primarily composed of a polyethylene based material with barium sulfate based material. This composite material is widely used as radio pacifier along medical device industry. Then, the catheter outer diameter was measured and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined. However, an internal corrective action has been opened to investigate this issue. The root cause of the foreign material cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the procedure. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device history record, manufactured date and expiration date have been provided on august 22, 2018. Therefore, expiration date and manufactured date have been populated. The device history record (DHR) for the lot number 30017283m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).